Event description:
We took rapid tests at request of our dentist. No one had symptoms. Tests from one lot all tested positive. From another lot all negative. We got pcr tests that were all negative. This seems to be a· lot of rapid covid tests that are giving false positives. We had 4 positive rapid tests from the same lot 211co21215. We had negative rapid tests from a different lot. And negative pcr tests.

Manufacturer narrative:
Corresponding to the production batch of product retention samples (lot:211co21215), the negative coincidence rate test was carried out, and the test results showed that the negative coincidence rate was 100%.no false positives found.follow-up with the initial reporter momentarily to inquire the following up to and including actual patients tested positive for covid-19, actual lot number for kits used for patients tested negative for covid-19, request to have the unused kits returned to ihealth for further investigation, identify if all of the kits used were of (B)(6) manufactured products, status/condition on 4 patients confirmed +, and if any medical intervention was provided to those + cases patients. The cases patients have utilized lot number: 211co21215, suspected counterfeit products.